Event description:
Dr. Reported pt had ingested a quantity of preservcyt solution. The doctor did not witness the event but was informed that the pt ran over, grabbed the preservcyt solution vial, and drank the solution. The central poison control center also contacted cytyc's technical support. The caller from poison control stated that the pt had ingested approximately 15 cc's (mls) of the preservcyt solution. Technical support advised poison control that the vial held 20 ml of solution, which is 50% methanol. The pt was taken to the hosp for treatment. It was determined the pt had no significant toxicity, which was confirmed by the pt's physician. If cytyc obtains add'l info it will be forwarded to the FDA via a supplemental report.